Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material my8030 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported: pt received adriamycin IV push through portacath per her beacon treatment plan. There were 3 syringes total for the adriamycin dose. Approx 7 ml into the second syringe push, the adriamycin was leaking onto the poly-line drape, push stopped, removed syringe from the primary flush tubing and reconnected and began pushing again (in case it hadn't been connected correctly) resulting w/ additional adriamycin leak noted. The leak was coming from the end of the texium tip not where the texium tip is connected and glued. Stopped push and provided the syringe w/ remaining adriamycin in a hazardous bag to the pharmacy who then mixed a new syringe of adriamycin w/ same ml and dose amount. Administered remaining adriamycin w/ no additional equipment difficulties.